Event description:
Imp ref#:(B)(4).

Manufacturer narrative:
The device was received by resmed, (B)(4). It is currently being returned to the manufacturing facility located in sydney, australia, for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. Resmed, (B)(4) is working with the customer to gather more info on this incident. (B)(4). It was reported to resmed, (B)(4) that the pt had two (2) astral devices, serial nos: (B)(4). Resmed is working with the customer to determine which device was used on the pt at the time of the reported incident. Reference medwatch 3004604967-2015-00069 for astral device serial no: (B)(4).